Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual inspection a crack was noted on the threads of the ultrasite. The ultrasite was tested for leakage per specification with failing results. The valve was found to be leaking at the site of the crack. The defect of leakage was confirmed through physical testing. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. Although the defect of leakage was confirmed on the ultrasite valve, the exact root cause of the crack was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the ultrasite valve leaked chemotherapy during use. The leak was not discovered until the end of therapy because patient was under a blanket. The patient did not require any additional treatment due to the chemo leaking. Chemotherapy being infused were vincristine and doxorubicin. A chemo spill kit was used to clean up the leak.